Manufacturer narrative:
(B)(4). Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the access site was closed and heparin was reversed. The patient reported chest pain and st-segment depression was noted on electrocardiogram. Vascular access was re-established and an angiogram was performed which showed a total occlusion of the right coronary artery (rca). Attempts were made to regain access to the coronary artery for two and a half hours without success. The patient was hypotensive; inotropic support and fluid resuscitation was provided, but ultimately a decision was made to stop intervention. The patient was transferred back to the critical care unit and died later that night. It was reported the cause of death was a result of a myocardial infarction due to a complete occlusion of the rca. It was unknown whether the occlusion was a result of a displaced native valve leaflet or from a clot. It is unknown if an autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images were provided to medtronic for review. Per the image review, a valve load check confirmed a good load. The valve was deployed to 100% and the angiogram confirmed there was coronary perfusion in both the right and left coronary arteries. Images confirmed a post implant dilatation and that calcium on the non-coronary cusp (ncc) side shifted. An angiogram after the post balloon aortic valvuloplasty (bav) confirmed a good result and coronary profusion. However, an angiogram after re-entry of the patient confirmed there was no coronary perfusion in the right coronary artery (rca). Images confirmed numerous attempts to engage the right coronary artery but were unsuccessful with all attempts. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, it was reported that it was unknown whether the occlusion was a result of a displaced native valve leaflet or from a clot. There was no allegation against the transcatheter valve. It was reported that this case was a successful valve implant and the computed tomography (CT) confirmed good parameters for the size of the implanted valve. Per the images review, after the post bav calcium on the ncc side shifted. The images confirmed that after the valve deployed to 100% and after the post bav there was coronary perfusion in both right and left artery. However, with the information available a conclusive root cause of the occlusion cannot be determined. There was no information to indicate a device malfunction or a quality deficiency was related to this event. Hypotension, myocardial infarction (mi), electrocardiogram (ECG) changes, are also known potential adverse effect per device IFU. Hypotension and mi is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In addition, factors that may impact the development of ECG-EKG changes / st-segment depression include depth of implant, baseline conduction d efects, and anatomical considerations. In this case, it was reported that the myocardial infarction was due to a complete occlusion of the right coronary artery. It should be noted that the other patient effects reported (hypotension and st-segment depression), most likely was also a result of the complete occlusion of the rca. The hypotension, mi and ECG-EKG changes most likely was a chain of sequence of events as an effect of the occlusion. However, a conclusive cause could not be determined from the information available. It was reported the cause of death was a result of a myocardial infarction due to a complete occlusion of the rca. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.